Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. The initial complaint of the device overheating could not be verified. Preventative maintenance was performed and the device was returned to the customer.

Event description:
It was reported when the handpiece was sent in for repair, that it was overheating. There was no patient involvement or adverse consequences reported at the time of repair.